Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during the implant procedure, the stylet had difficulty being removed from the left ventricular lead. The lead was not used, another lead was implanted successfully. The patient was asymptomatic during the procedure.

Manufacturer narrative:
The damage found likely contributed to the reported unable to remove the stylet anomaly.

Manufacturer narrative:
Please note the correction for reference report number 2017865-2016-03009. Date returned to manufacturer should be 06/10/2016; not 06/09/2016.